Manufacturer narrative:
(B)(4). UDI#: (B)(4). Concomitant medical devices: 118001 versa-dial/comp ti std taper 258180; 113034 versa-dial 42x21x43 hum head 776040; 113954 md hybrid glenoid base 4mm 643870; 3020820401-3 refobacin plus bone cem 20 -3 845daa1002; 113951 pc hybrid glen post- poly 700120. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02367, 0001825034 - 2020 - 02369.

Event description:
It was reported that the patient allergic reaction to metal implants. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at this time.